Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy. The surgeon registered the patient and confirmed accuracy. As the surgery progressed, the surgeon deemed being 2-3 millimeters inaccurate in the superior direction. The patient was re-registered and accuracy, again, was confirmed. Later the site checked the same accuracy points and the more superior and posterior points were showing as inaccurate. In trouble-shooting, the medtronic representative noted that for the first two registrations, the site did not collect an adequate amount of posterior points due to the emitter volume not reaching some areas of the anatomy. The emitter had been placed at 4 o'clock and was 6 - 8 inches away from the patient. When the third registration was taken, the medtronic representative picked-up the emitter and moved it around so more posterior points could be collected on the patient. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
At the time of the reported event, the medtronic representative made recommendations to the site regarding placement of the emitter at 3 o'clock and only a fist-distance away from the patient. Discussed emitter diagnostic protocol. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Additionally reported that everything checked out fine. Tested all the instruments from 2 different fusion trays. Was unable to attain a picture of the tracer pattern as it is believed to be unsuccessful, therefore, it was not recorded and most likely erased during the re-start tracer activation. No parts have been returned to manufacturer for analysis. No further issues have been reported.